Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was observed to be depleting rapidly and subsequently shut down. Review of pump settings and usage confirmed the pump was functioning as intended, however customer maintained that the pump was not functioning properly. Customer's blood glucose level ranged from 253 mg/dl to 300s mg/dl. Reportedly, customer continued to use the pump for insulin therapy.